Event description:
According to the reporter, during a laparoscopic gastric bypass, during the over sewing of the gastric pouch staple line, a needle was retrieved. And a new device was used to complete the case and resolved the issue. There was no patient injury.